Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No serial number was identified, as such a device history record review could not be performed. The complaint reported could not be confirmed. Root cause to the end user's experience could not be determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the mayfield head holder (product ID not provided) had a slippage during an unspecified case. The date of the incident was unknown. Additional information has been requested.